Manufacturer narrative:
Event summary: this case is a clinical issue that was encountered during the procedure (av fistula, pseudoaneurysm). In conclusion, this is a case related to a clinical issue (av fistula, pseudoaneurysm). Product was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the sheath caused arteriovenous fistula and pseudoaneurysm in the groin. The case was completed with cryo. The patient had to have a surgical repair, and the patient's hospitalization was extended. The patient has been discharged to home. No further patient complications have been reported as a result of this event.